Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is misuse by the end user.

Event description:
It was reported that during a procedure, the remote was found to have splitting wires. No patient involvement.